Event description:
It was reported that the patient experienced genuine ventricular tachycardia and received shocks from their implantable cardioverter defibrillator. The shocks received failed to convert the patient, however, so the patient was shocked excessively, resulting in patient seizure. Programming changes were made. The patient was stable.